Manufacturer narrative:
The field service representative (fsr) performed a site visit and cleaned the cuvettes manually, replaced the r1 probe, calibrated the sample and reagent probes, cleaned the wash cups and drain manifold, verified the cuvette washer alignment, and rebuilt the sample and reagent syringes. The fsr ran precision studies on both levels of control and there were no elevated results. No additional discrepant result issues have been reported since the service activity was completed. The reagent probe was determined to be the cause of the complaint issue. The instrument service history review revealed no additional service tickets associated with disc repant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review trending data did not identify a trend for the reagent probe. The product monitoring review for clinical chemistry systems showed calculated erratic rates for the architect c4000 system was below the upper control limit with no adverse trends for the issue. A search for non-conformances was performed and there were no non-conformances or potential non-conformances identified for the complaint part associated with this ticket. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Event description:
The account generated false elevated architect magnesium of 6.02 mg/dl on a patient that repeated at 2.40 mg/dl when processing on the architect c4000 analyzer. The account uses a normal magnesium range of 1.6 to 2.6 mg/dl. The account did not provide specific patient information. No impact to patient management was reported.